Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to develop blood clots, a myocardial infarction, and a cranial bleed. No medical intervention was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g1 corrected. Section h6 type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on may 19, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to develop blood clots, a myocardial infarction, and a cranial bleed related to a CPAP device's sound abatement foam. Additional information was received about the alleged of pulmonary embolism, heart disease, hypothyroidism and paget's disease of vulva. Section h6 health effects: clinical codes was updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop blood clots, a myocardial infarction, and a cranial bleed. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.